Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00372. It was reported that one lead was broken in half and had high impedances. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead is related to the issue so both leads are being reported.